Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; the event was not confirmed during testing. The device operated within specification with no problems found. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the battery temperature rose. There was no patient involvement; no patient impact.